Manufacturer narrative:
No conclusion code available. Based on the information provided to abbott and the investigation performed, the reported event of error ¿ep-4 not responding¿ was confirmed. The stimulator did not establish a connection with the touchscreen computer and the root cause was isolated to a faulty single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures.

Event description:
During device preparation, upon boot-up of the stimulator, an error displayed reading "ep-4 not responding". The cables were replaced, the touchscreen computer was bypassed, and the system power cycled, but the issue remained. The procedure was cancelled after the patient was sedated and the patches placed. There were no adverse consequences to the patient.